Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the sensor was triggering the threshold suspend feature on the insulin pump. Customer turned sensor off, reconnected old sensor and calibrated. Customer's blood glucose was 115 mg/dl. Customer's sensor glucose level was 40 mg/dl. Customer's mother declined to troubleshoot the sensor. Customer was advised that the sensor would be replaced.